Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump touchscreen was intermittently unresponsive and the battery was depleting quickly. Customer's blood glucose level ranged between 165-400 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.